Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a revision on (B)(6) 2019 and when they were checking their ins on (B)(6) 2019 they were seeing the doctor symbol, por. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.